Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error 242.4030. Ts went over the troubleshooting steps with the customer such as ensuring motor connector is securely connected, replacing air-in-line assembly (ail), motor controller board, logic board, bezel assembly and return unit back to factory for service repair. Device history record: a review of the device history record showed the device had a manufacture date of 06may2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended replacing the air in line (ail) assembly, then the motor controller board, logic board and bezel assembly. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. The tech recommended replacing the air in line (ail) assembly, then the motor controller board, logic board and bezel assembly. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. Technical support performed an evaluation and recommended replacing the bezel assembly. A follow up report will be submitted once the investigation results including device history review is completed. Tech support conducted troubleshooting over the phone.

Event description:
It was reported that the device alarmed and displayed error code 242.4030 for motor stall failure. The tech recommended replacing the air in line (ail) assembly, then the motor controller board, logic board and bezel assembly. There was no patient involvement.